Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that repeated misdrilling occurred during distal locking in g3 nail over insertion handle and insertion sleeve. Screw could not be placed in g3 nail. Operating times increased by 40 min. No optical changes visible on insertion handle and aiming sleeve.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: we received a target device gamma3 and a speedlock sleeve gamma3® 200 in good condition for evaluation. The devices showed typical signs of use but were generally undamaged. No visible signs of misuse or remarkable damages were found. A pre-surgical function test was performed on the devices returned using sample instruments like drill sleeve, step drill, and nail. The drill passed the proximal drill hole with no contact with the nail. The alleged mis-targeting could not be reproduced. The function of the returned instrument was given in all aspects. The targeting sleeve had not contributed to the event. Thus, it was regarded as a concomitant item. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the alleged mis-targeting could not be reproduced, hence could not be confirmed. Therefore, a real root cause for the alleged mis-targeting could not be determined. Most likely the issue is user related. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that repeated misdrilling occurred during distal locking in g3 nail over insertion handle and insertion sleeve. Screw could not be placed in g3 nail. Operating times increased by 40 min. No optical changes visible on insertion handle and aiming sleeve.